Event description:
The home pt (hp) became fluid overloaded while using the homechoice pro cycler for apd therapy. The healthcare professional (hcp) reported that the hp was admitted to the hosp in 2003 after they experienced shortness of breath and abdominal pain. The hcp relates that the hp was overloaded with fluid and congestive heart failue was also suspected. The hcp relates that the hp's catheter was found to be wrapped around omentum and as a result, the catheter was removed and the hp was transferred to hemodialysis. According to the hcp, while hospitalized the hp had a cardiac arrest and suspects that 2nd cardiac arrest may also have occurred. The hp remains in the hosp.